Event description:
Pt had a cataract removed two years prior to this lens being implanted. The surgeon implatned a lens in the sulcus in 2001. The pt's readings stated that pt needed a 21.0 diopter lens, a 20.5 diopter lens was implanted. During a post-op visit it was noted that the pt's reading slipped and was off by 5 diopters. The lens remained implanted until 2005 when the pt came in due to the lens being dislocated. The surgeon treated the dislocation with pilocarpine and the lens re-located itself. At the surgeon's request this lens was removed and was replaced with a 16.5 diopter in 2005. The pt's pre-op visual acuity was 20/count fingers, post-op best corrected visual acuity is 20/40-1. The surgeon felt the refractive surprise was due to a dense congential cataract.